Manufacturer narrative:
Product analysis: analysis could not confirm customer comment, however, found multiple sensor 1 events in error log. The processor unit (mpu) was replaced. The power supply was replaced as a preventative. It was also noted that the stylus cable was damaged, but functional - replaced stylus and calibrated the overlay. The hard drive was upgraded to 40 gigabytes and imaged. The system fan was noisy - replaced system fan. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.